Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the pump alarmed for occlusion and the buretrol/drip chamber was found to be empty. The rn attempted to refill buretrol/drip chamber when it separated while connected to a patient. There was no report of patient harm.